Event description:
Boston scientific received information that a patient implanted with this lead experienced phrenic nerve stimulation. The patient implantable cardiover was reprogrammed. (B)(6) center: (B)(6) dr. (B)(6) date of onset- (B)(6) 2010 date of corrective action: (B)(6) 2010. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).